Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened or escape and act button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the doctor adjusted settings on her insulin pump, she did something incorrectly on the settings that led her to get high blood glucose level. The customer's blood glucose level was 326 mg/dl. The customer went through how to get the bolus and basal settings. The insulin pump will not be returned for analysis.